Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas pure e 402 analytical unit. The initial estradiol result was 53.5. The repeat result was 380. The second repeat result was 54.7. The units of measurement were not provided. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The qc recovery data provided showed result variation. The field service engineer (fse) found kinked unit tubing and replaced it. An instrument check was performed successfully. The investigation did not identify a product problem. The root cause of the event could not be determined.